Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and replaced the computer. The suspect part has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that outside of a procedure, the navigation system became unresponsive on varying pages in the software, but particularly when loading an exam. There was no patient present when this issue was identified.

Manufacturer narrative:
The analysis on the computer of the navigation system was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Following replacement of the computer for the navigation system; the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.